Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "surgeon reported to rep that allegedly proximal nail missed jig". Update: information from original intake: "t2 femoral nail kit has a problem ; the screw fixing the targeting arm to the nail handle is not functioning properly. So there will be still movement happening and no precise targeting. On three occasions I had to put the screw free hand."